Event description:
On (B)(4) 2012, the reporter contacted lifescan (B)(4), alleging inaccurate results compared to the same meter with results of "18.3, 12.2 and 9.6mmol/l." This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the test strip passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This correction is being sent to add additional information that was missing from a previous supplemental report.follow-up # 3 (6/25/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 5/24/2013 with the following findings: the meter has passed testing. The complaint relating to this device could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.